Event description:
Boston scientific received information that a device check was required as the patient complained feeling an abnormal pulse. A check was performed and a right atrial lead fracture was confirmed with out of range pacing impedances values and x-ray. High pacing thresholds, loss of capture resulting in pacing inhibition was also noted. The right atrial lead was surgically abandoned and remained in the patient while the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.